Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not getting good coverage of their pain areas and had increased leg pain; upon interrogation of the device, it was noticed that electrode #10 had high impedances. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming around the electrode. It was noted that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.